Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to instability. Revision njr number: (B)(6). Side: l. Primary asa: p2- mild disease not incapacitating. The following component has no alleged deficiency and was not revised during this surgery: advance onlay all poly patella 32mm tripeg kpontp32 lot # 1715353 qty. 1.